Event description:
Pt underwent posterior vaginal repair 2 yrs ago using surgical mesh. Presented last week with pelvic mass engulfing right ureter. Had resection of fibrotic, retroperitoneal mass traced to mesh.